Event description:
It was reported that during service/maintenance, the flex deflectable videoscope had a dent on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.